Event description:
On (B)(6) 2017, a double valve replacement (dvr) was performed for the treatment of infective endocarditis (ie) associated with pyogenic spondylitis. This 29mm epic valve was implanted in the patient's mitral position and a carpentier-edwards perimount magna ease aortic heart valve (size unknown) in the aortic position. Concomitantly, a coronary artery bypass grafting (CABG) was performed. On (B)(6) 2019, an echocardiography was performed and revealed a red-colored string-like material appeared to be floating on this valve. Although a leaflet tear was suspected, no leakage was observed. As the patient has medical history of ie, vegetation was possibly concerned and this valve was explanted. Upon explant of the valve, the leaflets appeared deformed or stiffening, and it was noted that thrombus was adhered and a yellow-colored soft material was attached on the mitral annulus as well. Then the thrombus and soft material were removed and a pathological examination was conducted. Neutrophil was detected by the examination but any findings of infection were not obviously confirmed. There were no findings of mitral regurgitation noted. Reportedly, the sewing cuff and stent of this valve got damaged during explant procedure. The device was replaced with another 29mm epic valve. The aortic valve placed in the aortic position remains implanted. The patient has been in stable condition after the redo surgery.

Manufacturer narrative:
An explant was reported due to a leaflet tear and possible vegetation. The tears in the cuspal tissue were confirmed; however, no sign of infection was found. Cusp 1 was torn. The sewing cuff had been fractured, consistent with explant artifact. All cusps contained mild thinning and loss of collagen fibers at their bases. All cusps had histiocytes on the inflow and outflow surfaces. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined.